Event description:
The pt experienced a loss of therapeutic effect; increased baseline pain. The pt was having difficulty walking. The pt was admitted to the hospital. His status was undetermined at the time of this report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report be sent if additional info becomes available.